Manufacturer narrative:
Siemens has completed an investigation of the reported event. Assessment does not indicate a system failure or malfunction, and no non-conformity was identified. The investigation was performed considering complaint description, cs reports, system history, and system log files. After a vascular embolization was completed, the user performed a post-angiogram, on which the user obviously could see glue in surrounding vessels. It was reported that this was not visible on the live images during the procedure. Neither the analysis of the log file nor the available image material indicates a system problem. The embolization was done with a suitable imaging protocol and trufill glue entering the target vessel was clearly visualized. There is no technical failure known that could explain the reported behavior and no system deficiency could be determined in the detailed investigation. As this was a newly installed system for this customer, the user was again trained in the use of the roadmap function and the system in general. As part of this training, the settings for the roadmap function were also further adapted so that they optimally meet the user's preference. It has been reported that the patient later died from his underlying disease burden of endocarditis and fungemia. It was confirmed that the final patient outcome was not related to the reported event.

Event description:
Siemens became aware of a malfunction that occurred while operating the artis icono biplane system. During a patient procedure, an inadvertent embolization of vasculature due to lack of visualization occurred. Siemens has requested additional information, and detailed clarifications of this event are currently ongoing.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. A supplemental report will be submitted if additional information becomes available.